Event description:
This case was reported by a consumer and described the occurrence of upset stomach in a male pt who received poligrip (super poligrip) over a duration of years for dentures. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip free denture adhesive cream. On an unknown date, the pt started poligrip (dental). The pt reported that his dentures needed realignment so he had been using "a lot" of super poligrip and was swallowing "a lot" of the product. Subsequently, the pt experienced upset stomach, exacerbation of colitis, sickness and weight loss. This case was assessed as medically serious by gsk. Treatment with poligrip was continued. At the time of reporting, the events were unresolved. MFR's comment: the MFR's report number for this case is 9681138-2007-00009. Super poligrip is manufactured in dungarvan ireland and neither the product nor lot number for this product is available. No corrective actions have been required based on this report.